Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The customer did not have any further issues after the actions performed by the field service engineer.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Component code - device subassembly = sampling .

Event description:
The customer stated that they received an erroneous result for one patient sample tested for phos2 phosphate (inorganic) ver.2 - phos on a cobas 6000 c (501) module - c501. The sample was collected, centrifuged, and measured. Approximately 4 1/2 hours later, the phos test was ordered and the sample was put back on the instrument for initial phos measurement. The sample initially resulted as 0.5 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated, resulting as 3.6 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The phos reagent lot number was 19635201, with an expiration date of 01/31/2018. The field service engineer could not determine a cause, but he suspected that the sampling assembly was damaged. He replaced the sampling assembly and a pump head for troubleshooting purposes. He ran precision testing. The customer ran calibrations. All controls were acceptable to the customer and the system was found to be performing within specifications.